Event description:
Reported by the complainant as follows: in 2009, male pt with stab wound in the chest arrives from another hospital. In the other hospital they tried to place a suprapubic catheter, which failed. (They do did a punction). Pt did had several medications, but at this point it is not known which. Three days later, diarrhea started (first defecation). Cause of diarrhea is unk (shock, feeding, c. Dif). It was no c. Dif and for the feeding they consulted a dietician. They started flexi-seal, after a rectal examination and did not use more than 45 ml. (Flexi-seal was placed by a nurse who had experience with flexi-seal). The following month, due to low peristaltic and an abdomen that seems to swell, flexi-seal was stopped. Rectal examine showed no complications. Pt's temperature was rising in this period, without a good explanation so, they performed a CT thorax and upper abdomen, without a clear cause for the fever. On the next day, due to diarrhea they started again with the flexi-seal. When they noticed blood in the feces, they considered that this could be due to decoagulation, so they (temporarily) stopped again. For a short period they started loperamide (immodium) with some success. They stopped loperamide because of uncertainty about the cause of diarrhea and the persisting fever. Three days later, due to more stomach retention they started (partially) parenteral feeding. Flexi-seal was removed again and shortly later replaced. They deliberate with radiology to do an abdomen CT. After revision of the first CT (original month) they found some evidence of fluid in the lower abdomen and advised a punction. They did and it showed signs of inflammation and a possible infection. On the following month, they did a CT abdomen after all. This showed an image which could fit an perforation of the rectosigmoid. They did a laparotomy and the surgeons found a perforation of the rectosigmoid. They made the suggestion that this could be due to pressure necrosis caused by the flexi-seal. They did a rectosigmoid resection and placed a terminal colostomy.